Event description:
All of my teeth were extracted and 11 titanium posts were put in my mouth. I already had 1 post in from several years prior. My mouth, lips, cheeks, and throat are swollen causing extreme pain. I informed my dentist of the problem. He basically ignored me. I'm working with my regular dentist and a periodontist. I also informed the periodontist. I've been given prescriptions for yeast infection as well as a mouth rinse and a gel ointment which did nothing to help. I've gone to an ent doctor who prescribed gabapentin which didn't help. The ent referred me to a dermatologist for an allergy test on titanium metal. I'm not allergic to any metal. I also went to a medical doctor and he prescribed lyrica which isn't helping. My mouth continues to swell more with each passing day. I'm under pain management for my back issues. My pain meds prescribed oral lidocaine solution. However, the solution is now burning my mouth so, I can no longer use it. I haven't gotten my teeth put in yet because of the swelling and pain. I'm trying to decide whether I should get the posts taken out in order to see if it helps. It's such a costly procedure and I'd still need to pay for the teeth. Reference reports mw5150046, mw5150047, mw5150048, mw5150049, mw5150050, mw5150051, mw5150052, mw5150053, mw5150055, mw5150056, mw5150057.